Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrectomy probe could not cut during a vitrectomy procedure. Aspiration was low and abnormal. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a pouch. The sample was visually inspected and found to be nonconforming with dense dark red foreign material occluding the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for cut and nonconforming for actuation and aspiration. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed along the inner cutter. Gouge marks observed at several locations along the inner cutter. The sample was tested with syringe and no resistance was felt. The sample was retested for actuation and aspiration with the probe driver and was able to actuate and aspirate. The initial actuation and aspiration tests failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate and aspirate. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had a cut failure. The complaint evaluation confirms the probe had an aspiration failure, the evaluation also indicates the probe had an actuation failure. The root cause for the actuation and aspiration failures as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes. Although the reported event was reported to have occurred prior to surgery, it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Excess usage will also introduce a greater amount of surgical material, increasing the likelihood of partial or full occlusion of the aspiration path. The reported cut failure was not confirmed and it appears that the observed actuation and aspiration failures were due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).